Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/20/2015. The fse found that pinch valve lv12 was defective. Lv12 is the wbc bath drain select pinch valve. He replaced lv12 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of 40ml from overflowing baths on a coulter act diff 2 analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. Troubleshooting performed with the guidance of customer technical support (cts) over the phone failed to resolve the issue, and a service visit was requested with the instrument considered inoperable. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.